Manufacturer narrative:
E1 - initial reporter phone. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed a cassette not attached error, despite the cassette being properly attached. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 30-apr-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the latch lever handle was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The latch lock sensor was found to be damaged and was replaced. Additionally, the latch lock was also damaged and was replaced. The device then passed all testing.